Manufacturer narrative:
Additional information: section d4 added device serial number and model number. B5 updated to include identification of right ventricular lead.

Event description:
New information notes unk11102021-sy-02 has been identified as a right ventricular lead lpa1200m/52 sn: (B)(6).

Event description:
Related manufacturer reference number: 2017865-2021-35907. It was reported that the patient presented remotely via merlin.net. The patients right atrial (ra) lead was experiencing episodes of automatic mode switch (ams) and noise reversions. The left ventricular (lv) lead was experiencing noise reversions as well. No interventions were made. The patient was stable.